Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; after release of the valve, customer was not able to retrieve the ds over the safari guide wire. He decided to pull out everything together as he was satisfied with the result of the valve. The procedure was completed with this device. It was also reported: "due to a dissection the femoral artery she underwent vascular surgery after the procedure, but this event was separate to the complaint and independent from this."